Event description:
Customer reported a malfunction with the pump, displaying malfunction code 12. There was no reported adverse impact to customer's blood glucose level. Customer was assisted by cts to reset the pump, but the issue persisted, leading to the decision to replace the pump. Customer was informed to use multiple daily injections as backup therapy and understood the process to put the pump in storage mode before sending it back to tandem using a pre-paid label within 10 days.